Manufacturer narrative:
G4, h2, h6: the device intended to be used in treatment has been returned and evaluated stablishing a relationship with the reported event. The visual evaluation found that the plastic guide in the dc inlet port is broken. The functional evaluation found the device could not charge or operate on mains power, with the root cause been identified as broken dc port. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history file contains further instances of the reported events. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew are taking further actions relating to the failure reported and continue to monitor for adverse trends. H6: clinical, impact, medical device problem and component code updated.

Event description:
It was reported that the renasys go device had a damaged inlet. No case involved.